Event description:
The customer reported that following a ptca/radiology/stent procedure, a vasoseal vhd was deployed. In 2001, the pt presented at the ER complaining of right groin pain. An ultrasound was performed which revealed a pseudoaneurysm. The pseudoaneurysm was injected with thrombin and the pt was later discharged. No further complications were reported.